Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the fixation helix was found deformed and fractured, just as mentioned in the event description. The analysis of the provided fluoroscopic images confirmed a deformed and fractured fixation helix. The distal part of the helix was found fixated in the septum, as reported in the complaint. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that strong pulling and rotational forces applied during the attempted repositioning of the lead contributed to this observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
During the implantation procedure the lead could not be positioned. A fracture was observed.